Event description:
A malfunction on the pump was reported after it got splashed. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.